Event description:
A 2.5 mm x 10 stormer ptca balloon catheter was inserted for treatment of a lesion located in the ramus coronary artery. The stormer balloon successfully inflated two times for pre-dilatation of lesion. The physician then attempted to perform a guidewire exchange without success. The polymide sleeve located with the "z" component of the delivery system popped out and the balloon catheter was removed from pt. The lesion was re-wired and another MFR's ptca balloon catheter was used to redilate the lesion. Upon removal of the ptca balloon catheter, the physician reported what appeared to be shavings from the stormer ptca balloon catheter shaft on the device. The physician then inserted another MFR's drug eluting stent which was unable to cross the lesion. Upon removal of the stent, it was reported that shavings were also present on the device originating from the initial stormer balloon device. There was no report of injury to the pt. No clinical sequelae were reported and the pt is reported to be fine. Medtronic has received device and its analysis is pending.